Event description:
Pt was involved in road traffic accident in 9/2000. Pt was trapped in the car for about for 30 minutes before being rescued. Family member was driving. Pt was taken to hospital where they were admitted to the e.r. Pt had a ruptured spleen with five broken ribs with flail chest. Pt also had a collapsed right lung. Pt was put on the ventilator for 10-12 days and then put on bipap machine for 3-4 days. Pt improved a bit and was relieved of all breathing systems for 5.5 hours but had to be put back on it when pt developed breathing problem,pt developed pnemonia while in hospital. Was pronounced brain dead in 2000, was put on life support for seven days. Life support removed in 2000.